Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle and cannula did not deploy during the activation process indicating that there was a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received undeployed with the pink slider not visible in the viewing window. The device deployed during opening of the device. Download data did not show any timeouts or drive stalls during the run. The device was deactivated after 57 pulses, completing first and second prime. On the reservoir and top housing scratch marks were found indicating interference with the linkage assembly. The interference was caused by misalignment of the linkage assembly. The interference damaged the linkage assembly. The interference prevented the device to deploy. It was concluded that the misalignment of the linkage assembly prevented the deployment of the device.